Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a defective limit switch. The fse replaced the limit switch to address the "drain (waste) syringe 2" errors. Erroneous results are not likely to be generated as a limit switch failure for drain (waste) syringe 2 motor will halt instrument's operation if insufficient vacuum is detected to drain the waste. The fse also found a bent piercing needle and probe and proceeded to replace the piercing needle and probe to resolve the quality control (qc) issue. (B)(4).

Event description:
The customer reported that the coulter act 5diff autoloader (al) generated "drain (waste) syringe 2" errors. The customer stated that quality control (qc) values were also out of range. There were no erroneous patient results generated, and no change or affect to patient treatment in connection with this event.